Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an unrelated procedure the patient's ipg was unable to communicate with the external devices. Surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
Further information was requested but not received.